Event description:
During subjects final visit the surgeon was concerned about the bands integrity due to difference in reported total volume and volume he was able to withdraw at the time of this visit. At this time the band was checked but there was no noticeable change in fluid volume added and the volume withdrawn after waiting fifteen minutes between adding and withdrawing of the test fluid. At this point the band was adjusted under fluoroscopy with adequate constriction and good follow through of contrast under fluoroscopy. In 2008, the patient returned to have his band checked and the surgeon performed a band check using contrast under fluoroscopy and it was confirmed that there was a leak of the band. The patient is to be scheduled for replacement of the device. There were no other patient issues.

Manufacturer narrative:
Date sent: 12/5/2008. Information is unavailable; device was not returned for evaluation.